Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Pump passed the delivery accuracy test. Unit also passed self test. Format history file analysis confirmed pump error 63 due to poor solder joints at the ambient light sensor on keypad assembly. Unit received with cracked retainer, scratched case, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to a high blood glucose level of 42 mmol/l. The customer also reported getting a pump error. Troubleshooting was completed. The displacement verification test was performed and passed but self-test failed. Customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump was not returned for analysis.